Event description:
The dealer states the device will not power on. The dealer states this is an out of box failure. The dealer states that the device has only 4 hours on it. No further information available.